Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample was provided for evaluation. The returned photograph and video were reviewed, and it was observed that the return line was cut near the screwed connector. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex st150 set was malformed on the upper side of the filter which resulted in an external fluid leak. The leak discovered during priming prior to patient use. There was no patient involvement. No additional information is available.